Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad intact and the tamper sticker removed. Cracks were found on the rear housing. A review of the event history log found evidence of the error code, and the date and time reset. Functional testing was performed by turning on the pump and running the pump using the customer programming. The reported problem was not duplicated. The root cause of the problem was unable to be determined. The main board was replaced as a preventive measure. Additional information d5 operator of device and e4 initial reporter sent report to FDA.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump displayed error code and shut off. The patient reported that while the pump was infusing it alarmed an error code and then shut off. It was reported that the patient did not suffer any negative effects. No reported adverse effects.